Event description:
A (B)(4) hosp customer utilizing a xevo tq mass spectrometer reported cyclosporine a (cya) results to physicians that were subsequently determined to be below the pass/fail criteria of an international proficiency testing (ipt) scheme. The customer is still evaluating if there was any pt impact.

Manufacturer narrative:
On the same day the low cya results were received by the hosp a (B)(4) service engineer was on site working on this specific instrument to resolve an unrelated issue with respect to another method under development. The instrument underwent repairs to address the unrelated issue making subsequent assessment of the instrument in a pre-repaired condition impossible. Therefore, it is not known if the condition of the instrument prior to the repairs contributed to the low cya results. The instrument is still under eval. The customer was also using a waters masstrak xe ruo reagent kit. At this time, it does not appear that the kit caused or contributed to the low cya results. Should add'l info become available, a supplemental report will be filed.